Event description:
A report has been received from a dealer who reports the device is in drive lockout. The complainant did not provide further information as to how this affected the device. He did report there was no injury.